Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump passed rewind, prime and displacement tests. The insulin pump was stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm was found in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had two motor error alarms and a motor position encoder error alarm. The customer's mother did not recall any significant events leading up to the alarms. Blood glucose level at the time of the incident was over 300 mg/dl. During troubleshooting, the caller reported that the drive support cap was flush. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.